Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced a hypoglycemic event with blood glucose reported as low as 50 mg/dl following an incorrect supply change while connected to the ilet. The user was transported by emergency medical services, admitted overnight, and treated with IV dextrose. The user was discharged on (B)(6) 2026 and recovered.

Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient management and is consistent with the reported administration of IV dextrose and overnight admission. Engineering log review was not available for the reported event date; however, the reported circumstances indicate that during a supply change the nurse selected ¿fill cannula¿ instead of performing a full cartridge change, and the user remained connected during the rewind process. This resulted in unintentional insulin delivery. Based on the information provided, the event was attributed to a use-related supply change error (failure to disconnect prior to cartridge manipulation) rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.